Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The root cause of the leak was determined to be an inadequate weld of the volume indicator and the port. It was determined that the ultrasonic weld was not executed properly. The welder settings were adjusted to address the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor had leaked after filling. The device was filled with a solution of desferal and the leakage was noticed inside of the housing. There was no patient involvement. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination and functional leak testing of the sample revealed leakage, at the welded area of the volume indicator port. No other observations were noted on the unit. If additional relevant information is obtained, a follow-up will be submitted.